Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 67. H10: narrative/data was updated. The reported event is non-verifiable following evaluation and physical examination of the returned product. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the event (medical: other) and the complaint is not related to the functional performance of the device. The most likely cause determined from the investigation is customer error in placing implant of inappropriate size (diameter, length) leading to puncturing of the sinus cavity or compression of the mandibular nerve. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint cmp- (B)(4). Patient age is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the patient had prolonged numbness so the tsvwh10 implant was removed. Tooth site # 30. Nerve injury is reported. Nerve injury and paresthesia is reported as consequences.